Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: k-wire, article number 02.111.902.01 broke off in the drilling template during surgery. The template itself was no longer usable for this procedure, the surgeon had to use a different, smaller size template then he would have liked. The procedure was continued without any delay or other problems. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4). Without a lot number the device history records review could not be completed. The device was received and the investigation is ongoing. Placeholder.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the investigations has shown that the k-wire is indeed broken off in the guide hole of the drill template. The broken part of the k-wire is completely jammed up and could not be removed. Unfortunately, we are not able to determine the exact cause which has lead to this breakage. Too much mechanical force during insertion may have played a part in this occurrence (possible bent wire). Note that we have not had a single complaint with both of these articles so far. Nevertheless we will make sure to revisit the current design of the drill template in order to eliminate such problems in the future. No product fault could be detected. Device was used for treatment, not diagnosis. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.